Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of allergic reaction, swelling, redness, and warmth are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported after injection to unspecified site with juvederm voluma pt developed an "allergic reaction" consisting of "considerable swelling, redness and warmth of the face especially around the eyes." Pt's dermatologist treated the pt with antibiotics. Pt was additionally treated with prednisone. Symptoms are ongoing.